Event description:
The customer reported an overinfusion of pitocin. Reportedly, the pitocin drip was started on channel b for induction of labor but was turned off because "the baby did not tolerate" the infusion. An infusion of penicillin g was started on channel a at 100ml/h. The nurse noted fetal heart deceleration on the monitor which led her to check the pump settings. She discovered that channel b, the pitocin infusion, was on an infusing at 100ml/hr. It was stopped immediately, an emergency c-section was performed and the baby was delivered in stable condition. The system was sent to biomedical engineering. The biomed reported he believes the pump was powered off when he put it into its box but that later he discovered that it was on because the pump module was alarming. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.